Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 61 mg/dl, 320 mg/dl and 40 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter serial number (B)(4) and the reported test strips were returned and investigated. Control solution testing was performed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. One of the reported readings was found in the meter's memory. No product deficiency was identified. ( meter serial number) and (device mfg date) have been updated based on the returned product.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 61 mg/dl, 320 mg/dl and 40 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.